Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes were noted in the needle chamber. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water. No occlusion was noted. The valve was dried. Review of the history device records confirmed the valve product code 82-3162 with lot cpmbpz, conformed to the specifications when released to stock on the 3rd december 2013. No root cause could be determined as the siphon guard functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Revised valve only due to sg not working, implanted a new (B)(4). (B)(6) 2015 (over phone), 1) please provide (if possible) the original implant date: (sometime in 2012). 2) were there any adverse consequences to the patient? (No). 3) is there a serial or lot number you can provide? (No). A response is requested.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.